Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that a spi bus failure occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per previous good faith effort (gfe) response, the biomedical technician discovered that a spi bus failure occurred, in which the 1106 "machine pressure sensor calibration data error", 1107 "proximal pressure sensor calibration data error", 110e "air flow sensor calibration data error", 110f "o2 flow sensor calibration data error", 1110 "o2 pressure sensor calibration data error", and 1113 "barometer calibration data error" errors were present. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical technician. This file is closed and can be reopened if new information becomes available.at this time.